Event description:
It was reported that: on the (B)(6) 2023 a catheter was inserted successfully into a patient. They realised after insertion that it was 10 days expired.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The finished good mat#/lot# was confirmed to be cs-15272-vfe/13f20j0761. Analysis of this finished good revealed that the expiration date is 09/2023. Based on the customer report, they used sample on kit 11-oct-2023. A device history record review was performed, and no relevant findings were identified. The customer report of a kit being used past expiration was confirmed per the customer report and visual inspection of the customer supplied photo. Analysis of this finished good revealed that the expiration date is 09/2023, which is before the date the customer used the product (11-oct-2023). Based on the customer report and the photo provided, intentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: on (B)(6) 2023 a catheter was inserted successfully into a patient. They realised after insertion that it was 10 days expired.

Manufacturer narrative:
(B)(4).